Event description:
It was reported that this right atrial (ra) lead had a difficulty in removal and the patient experienced infection. This ra lead remains in service. No adverse patient effects were reported. Additional information received which indicates that this ra lead could not be removed by traction alone. Subsequently, this ra lead was explanted using a laser and replaced with a leadless device.